Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.